Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Patient information not provided, UDI not provided, re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the device was uncontrollable after first firing. No patient involved. (B)(6), or patient identifier (i.e. Initials or ID number, not the full name of the patient)? What is the last known patient status? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? If yes, describe the damage and provide details on how the damage was treated/corrected. If yes, is the damage permanent/irreversible? Was there blood loss of 500 cc or more due to the product problem? If yes, did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that the issue occurred during a low anterior resection (lar) procedure. There was no patient harm. The patient is currently stable.

Manufacturer narrative:
(B)(4).